Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had high blood glucose. In addition, customer mentioned that the insulin pump alarmed. Customer noticed the pump counting down yesterday and reset time and date, but did not notice any alerts. The customer's blood glucose was 555mg/dl, treated with syringe. The customer's current blood glucose was 357mg/dl. Customer felt nauseous and vomited. Customer declined to do high pressure test. The alarm did not occur during the rewind process/prime sequence. The customer was advised to run self-test, pump triggered another alarm.